Manufacturer narrative:
No samples were received for investigation of (B)(6), in which the customer has stated: ¿while performing a PICC change, the nurse connected the needleless connector and found that it was not clear¿. The product in use at the time is reported to be a mp1000 china from lot 23095732. As part of the feedback, the customer reported that they used the maxplus connector with a b. Braun set. The customer also reported that during this incidence, they did not observe any damage on the connector and the flow was partially blocked. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23095732 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. However, previous investigations have identified that certain designs of male luer can cause flow restriction or occlusion as they can grip onto the piston of the maxplus preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Event description:
It was reported that bd maxplus needleless connector was occluded the following information was received by the initial reporter with the following verbatim: while performing a PICC change, the nurse connected the needleless connector and found that it was not clear, and replaced it immediately without harm to the patient.